Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an increase in the pacing threshold value five days following implant. The ra lead outputs were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.